Event description:
It was reported that the patient had consistent overnight low flow alarms on (B)(6) 2022. The patient appeared asymptomatic. Log files were sent for review and confirmed low flow alarms and high pulsatility index (pi) readings. Low flow software was updated and device was operating as expected. The low flows continued despite the software upgrade. The patient was then optimized for right ventricle support and had a transesophageal echocardiogram (tee) completed. The alarms became less frequent. The patient had a restrictive left ventricle with moderate right ventricle dysfunction. The pump speed was increased from 4600 revolutions per minute (rpm) to 5000 rpm. Aortic valve opened with every beat and the patient seemed to be improving. The patient was discharged to home on (B)(6) 2022 but was readmitted on (B)(6) 2022 for dizziness. The patient stated he became dizzy after getting up from the toilet. The patient was taken to the emergency room and was hypertensive (mean arterial pressure 130 nonpulsatile). The patient was admitted to the hospital. It was unknown if a device related issue caused or contributed to the right heart failure. The patient was continued on intravenous milrinone infusion as an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. Additionally, a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The controller event log file contained data from 28sep2022 through 29sep2022. Intermittent low flow alarms were captured throughout the file. Pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number(B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.